Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the psu revealed a broken connector. The psu and main circuit board were replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable and main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.